Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
Patient presented with a "mass" under the skin causing pain. During surgery, recoil rings was observed to be bent at a right angle and protruding into the subcutaneous just under the skin.